Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm and displayable history crc check failure on the insulin pump. Customer¿s blood glucose level was 113 mg/dl. Troubleshooting was performed. Customer received the displayable history crc check failure alarm during normal use and the issue remained unresolved. Customer advised they were unable to rewind the insulin pump. The customer advised the insulin pump functioned properly and they did not want to return the device for analysis.